Manufacturer narrative:
The sample device was unavailable for evaluation. However, the issue of the hub separating from the dilator was investigated and captured in an internal corrective action, CAPA (B)(4). The investigation found that the root cause of the defect was non-optimized molding parameters (melt temperatures) and work instructions that were not specific enough regarding loading of the tubing on the mandrel. Plans for a full validation to establish the optimized upper, lower, and nominal process settings will follow.

Event description:
Physician was attempting to use a micro introducer during procedure. The lumen was flushed prior to use. IFU followed. Proper temperature was reached. It was reported that the sheath broke. Another micro introducer was attempted to be used and it also broke. The devices were pulled out and all pieces of the device are accounted for. Another introducer was used to complete the procedure. No additional treatment was required. There was no patient injury reported.